Event description:
The device was explanted due to premature eri. It was also noted that the device was in back-up reset mode.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A new battery was attached to the device and device was normal. No high current drain sources were found during automated electrical, humidity and temperature testing. The battery was sent to the vendor for further analysis. The cause of the battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.